Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported after she did injection in her stomach back in october, she felt the plastic of the pen needle was flimsy, needle bent and made her bleed. She went to her family doctor within 2-3 days of this injection, doctor then put her on bacterium 7 rounds for three months. Doctor told her to go to the hospital where they put her on high power antibiotic for 2-3 days and then lanced her stomach. She now has holes in her stomach. They did antibiotic treatment through her nose for 5 days.